Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this peritonitis event. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Manufacturer narrative:
(B)(4). The cause of the incident was undetermined. A batch review was performed for potentially associated lots (h10h09028, h10i25022, h10h07030, and h10i27010) with no issues noted during the manufacturing process. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This is a spontaneous report by a nurse from the USA of peritonitis in a patient coincident with peritoneal dialysis (pd) therapy. During a call with baxter customer service, the patient's nurse reported the following information. On an unreported date, the patient developed peritonitis. On (B)(6) 2010, the patient was hospitalized for peritonitis. It was unknown if treatment was provided. On an unreported date, the patient's pd catheter was removed and the patient was switched to hemodialysis. On (B)(6)2010, the patient was discharged from the hospital and had recovered from the peritonitis.